Event description:
The customer reported that their device would not deliver defibrillation energy. This was discovered during testing and there was no patient use associated.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to verify the reported failure. Proper device operation was observed through functional and performance testing and the device has been returned to the customer for use. The cause of the reported failure could not be determined.